Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed and the processor/bridge/pace board was replaced to reduce the probability of recurrence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.